Manufacturer narrative:
A ge service representative performed an onsite investigation. A new sbc kit was installed and the ps1 power supply connections and connectors were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.